Event description:
It was reported that the patient experienced pocket pain in the area where the implantable pulse generator (ipg) was implanted. The ipg was revised from a gluteal left placement to a gluteal right placement. Post operatively, the patient was doing well.